Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this aortic transcatheter bioprosthetic valve, the valve was found to be constricted and required a post-implant balloon aortic valvuloplasty (bav) to be performed. After the bav, the valve dislodged to a position that was too high and resulted in severe paravalvular leak (pvl). Subsequently, a second aortic transcatheter bioprosthetic valve was implanted valve-in-valve and resulted in mild pvl, with acceptable gradients and hemodynamics. No adverse patient effects were reported.